Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with 2 infusion sets. Customer stated that the first infusion set was fine but within 72 hours, her blood glucose level was increasing. Customer stated that the bolus was not doing anything and when she pulled it out, the catheter was bent over. Customer's blood glucose was over 400 mg/dl at the time of the incident. Customer's current blood glucose was 175 mg/dl. Customer declined to check for the presence of air bubbles in the tubing or reservoir. Customer also declined to check their settings. Customer was advised to do a complete set change. Customer stated that she never received a no delivery alarm. Customer was advised that a tubing clamp will be sent to make sure the pump is working as designed. Customer was advised to call back once she receives it.